Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the injector/cartridge disfunction per surgeon. Additional information has been requested and received stating that the procedure was completed on same day. The lens remained in the delivery system. In the surgeon's opinion, the product caused or contributed to the delivery system dysfunction. There was no patient harm.